Event description:
It was reported that the user experienced recurrent low glucose readings, including a sensor value of 57 mg/dl with subsequent values fluctuating between the 60s and a fingerstick of 138 mg/dl, and was counseled on appropriate treatment for hypoglycemia and confirmation with fingerstick testing. Customer care provided support that included troubleshooting and education on hypoglycemia management, including the 15/15 rule and use of fast-acting carbohydrates. Investigation of this case revealed user overtreatment and variable readings between sensor and fingerstick, with successful recovery following oral glucose and juice. No clinical symptoms associated with hypoglycemia reported. Outcomes included urgent low and low glucose alerts that required oral carbohydrate treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related treatment practices leading to recurrent low readings.